Event description:
A consumer called to report difficulty with night driving following intraocular lens implant surgery. He reports experiencing glare or blurring from on coming headhights when driving on roads that are not well lit.